Event description:
It was initially reported that the zimmer dermatome was out of calibration. Add'l clinical follow up with the hosp indicated that the unit was out of calibration during use and the procedure was completed with an alternate, available device. The surgical time was estimated to have been increased by ten to fifteen minutes while the alternate device was obtained and assembled. There had been no documentation at the facility regarding the pt or the procedure.

Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device is 3 years old and was last returned to the MFR for repair on (B)(4) 2010. Investigation of the device revealed the unit was outside of calibration at the zero thickness setting on the left and right sides. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. The zimmer electric dermatome should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.